Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implantable cardiac monitor (icm) implant, the physician pinched the skin at the incision site after the monitor was inserted and the insertion tool removed. However, the icm backed out of the pocket. The physician pushed the monitor back into the pocket and adequate sensing was noted. The icm remains in use. The physician was coached on proper pinching technique and applying pressure to the incision area as the insertion tool is removed. No patient complications have been reported as a result of this event.